Event description:
During implant procedure, the physician was unable to advance the guidewire into the atrial lead. A new lead was successfully implanted and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead without a stylet was returned in one piece for analysis. A test stylet could not be inserted beyond the connector region due to overtorqued inner coil. The cause of the reported event was isolated to the overtorqued inner coil consistent with procedural damage.